Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. Device received with front cover scratched and worn, lcd has liquid crystal leakage, quick connect corroded, line cord discolored and worn, and water tank contaminated. The device was visually inspected and functionally tested. The reported complaint was duplicated. The complaint is confirmed. The root cause was a faulty heater. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that it won't heat to temperature. There was no patient involvement and no patient harm/adverse event reported.